Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (random) issue. The reporter stated that the pump was emitting occlusion alarms. The reporter was advised to rotate sites if the alarms continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.